Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient profile was not created from hl7 message. A technical support specialist determined that the messages were failing due to the doctor information prefix in the hl7 messages exceeding the maximum limit of 20 characters; all faulted messages contained prefixes longer than this limit, and truncation would be required if the customer wishes to continue using these prefixes. Tss remotely accessed the server via remote support service (rss) and signed into the server website provided credentials, searched for the provided patient account number and ran queries in sql server management studio (ssms) to review the associated hl7 messages, locating the register and admit messages for the visit identity. Additional queries showed that multiple active directory (adt) messages from the past several days also not being successfully processed, although their error flags remained 0, then ran the carefusion coordination engine (cce) down query, which confirmed that multiple active directory (adt) messages had crossed successfully in recent periods, verified that all devices were currently synchronizing with the server, confirmed that the external messaging service was running and could be restarted without issue, and reviewed the external messaging logs, which also indicated that messages were failing due to the doctor information prefix exceeding the 20 character limit, additionally reviewed the order message associated with the visit identity. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, a patient profile was not created from the hl7 message. The customer requested the hl7 messages for account and reported that a patient account was not generated as expected. The ehr indicated that the appointment check in occurred however, a placeholder account was not created in pyxis until medication order data was received. The customer noted that although a placeholder account type is appropriate when order data arrives prior to or without a check in or admission, that was not the case in this scenario. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.